Event description:
Following a pacemaker implant, an intermittent loss of capture was noted. Lead dislodgement was suspected, so a lead revision was performed. During revision the physician noted blood inside the lead, the lead was explanted and replaced as a precautionary measure. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece with all four tines were found to be intact and undamaged. The field report of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies found on the lead with the exception of damage consistent with that occurring at the time of explant procedure.